Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the lead exhibited high impedances, and the helix would not extend. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.